Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he called paramedics for assistance. The patient's site was bleeding profusely. However, the customer's site stopped bleeding before paramedics arrived on scene so the paramedics turned back. The patient's blood glucose at the time of incident was 170 mg/dl. The insulin pump was not returned for analysis.